Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -13.00/+1.50/x085. Event problem and evaluation codes: (B)(4). Method codes(s): evaluation method: lens work order search. Results codes(s): evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions code(s): (unable to confirm complaint): based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.00/+1.50/x085 diopter in patient's left eye (os) on (B)(6) 2015. Low vault was noted on (B)(6) 2015. The icl was explanted and exchanged for a longer lens on (B)(6) 2015. This resolved the problem. Post-op visit on (B)(6) 2015, ucva was 20/20. See MFR. #2023826-2015-01422 for right eye.